Event description:
Healthcare professional reported an initial MRI performed on the chest wall demonstrated... A very small amount of fluid around the implant. Some time later the patient noted the right breast getting "significantly larger" which was confirmed to be peri-implant effusion via a secondary MRI. This fluid was aspirated and cytology and surgical pathology confirmed cd30+, alk- anaplastic large cell lymphoma. A pet scan was performed which demonstrated no evidence of any abnormal uptake. A total capsulectomy was performed and the device was explanted. Affected side is right.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: device is seen intact and red particles on the shell. Additional, changed, and/or corrected data: d.6, h.6.

Manufacturer narrative:
The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative reported patient experienced ¿infection,¿ ¿heat sensation,¿ ¿swelling,¿ ¿suffered intense pain,¿ ¿mental pain and suffering¿ ¿chronic pain,¿ ¿pain prior to explant procedure,¿ ¿rashes¿ and ¿itching.¿ patient representative reported patient ¿suffered, and continues to suffer, from permanent physical injury,¿ ¿disfigurement,¿ ¿disability¿ and ¿suffered personal injuries and related damages,¿ these events are not related to the device.

Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30013191 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of dec 2018 through nov 2020, was noted an outlier in apr 2019. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, calibrations and maintenance of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Healthcare professional reported an initial MRI performed on the chest wall demonstrated. A very small amount of fluid around the implant. Some time later the patient noted the right breast getting "significantly larger" which was confirmed to be peri-implant effusion via a secondary MRI. This fluid was aspirated and cytology and surgical pathology confirmed cd30+, alk- anaplastic large cell lymphoma. A pet scan was performed which demonstrated no evidence of any abnormal uptake. A total capsulectomy was performed and the device was explanted. Patient representative reported patient experienced ¿infection,¿ ¿heat sensation,¿ ¿seroma,¿ ¿swelling,¿ ¿suffered intense pain,¿ ¿mental pain and suffering¿ ¿chronic pain,¿ ¿pain prior to explant procedure,¿ ¿rashes¿ and ¿itching.¿ patient representative reported patient ¿suffered, and continues to suffer, from permanent physical injury,¿ ¿disfigurement,¿ ¿disability¿ and ¿suffered personal injuries and related damages,¿ these events are not related to the device. Device was explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "lymphoma - alcl and seroma-late" are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. (B)(6). Reason for reoperation: lymphoma - alcl and seroma.

Event description:
Healthcare professional reported an initial MRI performed on the chest wall demonstrated... A very small amount of fluid around the implant. Some time later the patient noted the right breast getting "significantly larger" which was confirmed to be peri-implant effusion via a secondary MRI. This fluid was aspirated and cytology and surgical pathology confirmed cd30+, alk- anaplastic large cell lymphoma. A pet scan was performed which demonstrated no evidence of any abnormal uptake. A total capsulectomy was performed and the device was explanted. Affected side is right.